Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported no image / intermittent image issue. The technical service representative noted that the cable was damaged. The spectrum smart cable was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, no image was being displayed. The procedure was completed using a second glidescope system, however the time to prepare the second device was not known. No harm to the patient or user was reported.